Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l rf (radio frequency) head; product ID 229047 analyzer. (B)(4).

Event description:
It was reported that the programmer was able to interrogate implantable cardio defibrillators (ICD's) fine, but occasionally had trouble interrogated some pacemaker devices. Technical support (ts) suggested performing a forced hibernation and then interrogate the pacemakers. Ts also suggested manipulating the rf head connector on the programmer to see if there is intermittent telemetry. It was further reported there was a faulty connection of the rf (radio frequency) head to programmer. Unable to get an interrogation signal unless the connection prongs are manipulated (i.e., by pushing the connector down/side to side/forcefully in). The device was returned for repair. No patient complications have been reported as a result of this event.